Event description:
It was reported that during a total abdominal hysterectomy, the pad on the clamp arm was bubbled. The device was removed and replaced with a new one. No patient consequence reported.

Manufacturer narrative:
Info anticipated, but unavailable at this time.